Manufacturer narrative:
Product ID: 3389, lot# unknown, implanted: (B)(6) 2017, product type: lead; product ID: 3389, lot# unknown, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturing representative. It was reported that the cause of the high impedance was not determined. There may be further troubleshooting or possible replacement of the lead, however there are no further actions planned at this time to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was being seen for a check-up prior to the start of the summer. At the appointment high impedance was measured on one of the leads. The patient does not have any symptoms or problems. The patient's device was interrogated and the data showed no abnormalities. No further complications were reported or anticipated.